Manufacturer narrative:
The lot was manufactured between may 28, 2019 and may 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port; further described as the seam where the tube that connects to the compounder is attached to the bag itself. The leak was discovered after compounding. There was no report of patient injury or medical intervention associated with this event. No additional information is available.